Event description:
Info received indicates the right foot siderail is loose due to the mounting screw holes being stripped.

Manufacturer narrative:
The tech replaced the right foot siderail to repair the bed.